Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their insulin pump had buttons were sticking and hard to press. The customer¿s blood glucose level was 200 mg/dl and 0 to 300 mg/dl at the time of the incident. Customer stated that the key pad so very hard to press and the act button was the one that was hard to press and hold it down. Customer stated that when they press the button and as it was loner it will stop and then they are pressing all over try to find a spot that will get it back to loading again and that can take some time. The customer was treated with manual injection and insulin pump. Customer declined trouble shoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.